Manufacturer narrative:
Pdepuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Implanted in (B)(6) 2013; exact date is unknown. Visual inspection: actual device was not returned. Visual inspection performed at customer quality (cq) of the x-ray images in complaint file identified no abnormailties or device malfunctions. The received image condition does not agree with the complaint description. This complaint is not confirmed. Document/specification review: a review of the device history records was unable to be performed since the lot number was unknown. A review of the drawing was unable to be performed since the part number was unknown. Investigation conclusion: a definitive assignable root cause could not be determined based on the provided information. This complaint was not able to be confirmed and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the initial surgery was performed in (B)(6) 2013. Only prodisc was was removed during the revision surgery. Per surgeon non fusion of the roi-c was the reason that the prodisc was in spondylothesis.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Patient underwent a removal surgery, the prodisc c was at c3-c4, there were 2 ldr roi-c c4-c6. C5-c6 roi-c did not fuse. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a removal surgery, the prodisc c was at c3-c4, there were 2 ldr roi-c c4-c6. C5-c6 roi-c did not fuse. The device was successfully removed. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This complaint involves one (1) device. This report is for one (1) unk - artificial disc replacement: prodisc c. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient identifier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.